Manufacturer narrative:
Additional information received reported that the patient was experiencing blurriness. The lens may not have met the astigmatism correction goal. Lens implant left eye. There was no incision enlargement, vitrectomy, or sutures. Patient is fine. No further information was provided. The following has been updated accordingly: other relevant history: astigmatism. Device available for evaluation: yes. Returned to manufacturer on: 03/14/2019. Device returned to manufacturer: yes. Device evaluation: the returned lens was received for evaluation. Product was received inside a plastic sample vial labelled with patient identifiers kept inside of a resealable plastic biohazard specimen bag. A visual inspection of the returned device showed the lens was cut in half, most probably to aid in explant. Based on the condition of the returned lens, further analysis was not possible. The complaint event cannot be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in review of the file and initial MDR, an error was found in the wording of the description of the event, instead of stating; the explanted lens was exchanged for a diopter model but same diopter iol. The description should have read as the following: it was reported that the intraocular lens (iol) was explanted due to a goal change. The explanted lens was exchanged for a different model but same diopter iol. No further information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided but best estimate is between 1/17/2019-2/5/2019. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted due to a goal change. The explanted lens was exchanged for a diopter model but same diopter iol. Patient outcome was noted as alright. No further information was provided.